Event description:
It was reported that during an attempted implant, the physician had difficulty placing the lead. The physician stated that the right atrial (ra) lead would not "form a j." The physician attempted for an extra 10-15 minutes to place the ra lead, then opted to use a different stylet kit than was issued in order to fixate the lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).